Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the patient experienced pre-syncope due to arrhythmia. The arrhythmia was suspected to be due to noise resulting in oversensing and pacing inhibition. Provocative testing was performed and noise was observed on the electrogram (egm), however, the noise was not sensed by the device. Diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.